Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: there were no pump reboots observed in the black box to support power loss. The battery cap tightened onto the pump and was able to maintain an electrical connection. There was no damage to the battery compartment. A power loss could not be confirmed or duplicated. The pump case was opened and there was no damage found internally. The returned battery cap was used for 24 hour test without any reboots. The battery cap was found to measure within specifications. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.